Event description:
It was reported that the external pulse generator (epg) got stuck in battery change-out mode. It was noted that the mode remained at 80 beats per minute, and the output was fixed at 10 volts for both atrial and ventricular, and the settings were unable to be adjusted. Troubleshooting steps were taken, including changing the batteries; however, the issue persisted. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h.6. Eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) got stuck in battery change-out mode, and the mode remained at 80 beats per minute, and the output was fixed at 10 volts for both atrial and ventricular, and the settings were unable to be adjusted. It was observed that the main printed circuit board (pcb) was corroded. Additionally, it was noted that most of the inside parts of the epg, including upper and lower case halves, keypad, encoder assembly, main seal shorting bar, tubes, liquid crystal display(lcd), display gasket, display frame, display grommet, insulator label, all display frame screws, all case screws and all main pcb screws were contaminated. It was further noted that the epg failed multiple incoming tests. The epg flashed for low battery with known good batteries. The lower screen did not work. None of the control knobs or buttons worked as expected. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.